Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: product code #: 311.01, synthes lot #: 6868546, supplier lot #: n/a, released to warehouse: february 1, 2012, manufactured by : synthes jennersville. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the complaint device, handle with mini quick coupling (product code: 311.01, lot number: 6868546) was returned to customer quality (cq) west chester for investigation. Upon visual inspection, the device was found to have small scratches on it surface. Functional test: the device functioning was not smooth and non-binding during service and repair evaluation. Can the complaint condition be replicated? Yes, the complaint condition can be replicated during functional test. Service and repair evaluation: the customer reported the quick coupling jammed was jammed in the handle with mini quick coupling. The repair technician reported device functioning was not smooth. The cause of the issue was could not be determined. The reason for repair is damaged component. The item is being scrapped as it could not be repaired per the inspection sheet and will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. Handle w/mini quick coupling. Dimensional inspection: this was not performed as the internal components of the device could not be accessed without the destruction of the hand piece. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Investigation conclusion: the handle with mini quick coupling was not functioning properly during evaluation. Hence, the complaint was confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2021. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the handle with mini quick coupling was found to be jammed and unable to insert the screwdriver shaft. There is no further information available. This report is for one (1) handle with mini quick coupling. This is report 1 of 1 for (B)(4).